Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device gets activated without touching the pump or pressing a button. The infusion device starts up and shows the quickbolus window, and sometimes just the display without reason.